Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), also has a left ventricular assist device (lvad) which is contraindicated per labelling, in close proximity as confirmed via imaging. The healthcare professional was having trouble interrogating the device with a wand via two different model programmers. Technical services (ts) discussed troubleshooting options. It was noted the patient is being made do not resuscitate status, and device therapy to be disabled per healthcare team. There was no adverse patient effects reported. The device remains in service.